Event description:
One patient sample with discrepant results. Initial total protein gave 0 g/dl; repeat gave 6.6 g/dl. Initial creatinine gave 0 mg/dl; repeat gave 5.90 mg/dl. Initial bicarbonate gave 0 mmol/l; repeat gave 31.0 mmol/l. Erroneous results were not reported. The field service representative determined the cause to be a defective liquid level detection cable, and replaced cable. It was also noted there was a problem with the lamp. The lamp, optics shutter, and rotor belt were replaced. Performance test were performed and within specification.